Event description:
User facility alleged blood glucose results of 513 mg/dl and 136 mg/dl on the inform system when testing was performed back-to-back. The facility stated that there was no treatment or action based on the results. Reporter provided no information regarding why patient was in the hospital. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.